Event description:
On opening the stent pack again the stent appeared partially deployed. The distal strut was uplifted. This was noticed when the device was taken from the package, prior to prep. The product was not used in the patient.

Manufacturer narrative:
The product is available for evaluation and testing; however, it has not been received to date (which is indicated as "other"). Additional information will be submitted within 30 days of receipt.